Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where five infusion sets fell off a week ago during use. Infusion sets were used upto 3 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.